Event description:
As reported by the user facility: operator claims that machine was set up with 10ml syringe filled with 10ml of heparin. The operator claims machine was set to deliver 0.5ml/hr with no heparin bolus. Operator claims that syringe was completely emptied of all 10ml of heparin within first 5 minutes of therapy. Trends have been sent by (B)(4). Three hour therapy was completed as normal and pt was not hospitalized. Ref MFR report 3002879653-2013-00268.